Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lump/nodule and inflammation/irritation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and inflammation/irritation.

Event description:
Patient reported right side "unusual pain, tingling, swelling, numbness, or burning of the breast," "hard knots or lumps surrounding the implant or in the armpit," and "a lump or thickening in or near the breast or in the underarm area." Healthcare professional additionally reported "patient's concern with the product". Device was explanted.

Event description:
Patient reported right side "unusual pain, tingling, swelling, numbness, or burning of the breast," "hard knots or lumps surrounding the implant or in the armpit," and "a lump or thickening in or near the breast or in the underarm area." Healthcare professional additionally reported "patient's concern with the product". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, cloudy in the gel and red particles. Weight measurement identified the device was overweight. The weight is verified during manufacturing and is within specification for this reason no defect is considered. Voids was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.